Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the touchscreen of the s5 roller pump was blank and had no power during set-up. There was no patient involvement. A sorin group field service representative was dispatched to the facility to investigate. The service representative was able to reproduce the reported issue. The touch screen was found to be the old style and was replaced. The pump was tested and found to be working properly. The facility is satisfied with the repair and functionality of the equipment and the unit was returned to service. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the touchscreen of the s5 roller pump was blank and had no power during set-up. There was no patient involvement.